Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy chest anastomosis surgical procedure, the force bipolar instrument's jaws didn't open. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was evaluated on an in-house system and successfully passed recognition and engagement testing. It demonstrated smooth, intuitive motion with full range of motion in all directions, and the grip tips functioned properly, opening and closing as intended. Energy delivery testing was completed across multiple grip orientations with no issues observed, and the instrument also passed electrical continuity testing. Overall, the device was found to be fully functional, with no product issues identified. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.